Event description:
Edwards received a report from germany about a pascal precision procedure in the mitral position. During the procedure, the patient had an atrial septal defect (asd) which required closure. After retracting the guide sheath from the left atrium, a significant right-to-left atrial shunt was observed, which led to a drop in arterial oxygen saturation. The asd was treated because the shunt caused this drop in saturation, and the patient presented hemodynamic instability that warranted intervention. In this case, the asd size was within the normal range, but the atypical right-to-left shunt required closure, thus an asd closure-device was implanted. There were no procedural or navigational challenges that contributed to the enlargement of the asd, and no pre-existing residual asd was present prior to guide sheath insertion. From a medical standpoint, the root cause of the event was identified as elevated right atrial pressure compared to left atrial pressure, likely due to poor right ventricular function and/or increased pulmonary vascular resistance.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, d4 (UDI), g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H6: type of investigation, labeling review. H11: additional manufacturer narrative. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformance's related to the complaint event were identified. The complaint for inability or difficulty to insert device into transseptal puncture location with an atrial septal defect (asd) requiring closure, was confirmed with empirical evidence with the information provided. Available information suggests that patient conditions (elevated right atrial pressure compared to left atrial pressure, likely due to poor right ventricular function and/or increased pulmonary vascular resistance) likely contributed to the reported event from a medical standpoint. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Per information received the patient was discharged and doing well.